Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-95029 for reservoir.

Event description:
Customer reported she experienced high blood glucose; treated with manual injection. Customer stated that her blood glucose before lunch was over 200 mg/dl and then went up to 448 mg/dl. Customer reported that the reservoir leaked insulin into the reservoir compartment. Customer stated that the o-ring inside the lip of the reservoir compartment is not missing and there are no cracks in the insulin pump. Nothing further reported.